Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient had concerns over a build up of scar tissue around the implant and the patient had an increase in migraines. They reported they had a week long migraine that was horrible. The patient also stated they had been having memory issues suddenly. The patient wanted an MRI. No further complications were reported as a result of this event.